Event description:
Procedure performed: lapa gastric cancer event description: \[hospital]" "the clip was not loaded to the jaws. When checking the product, it kept alternating between loading and not loading." Additional information was received via email on 20apr2026 from \[applied medical korea regional sales manager]": "the 5mm applied trocar was used. The incident was observed when a subsequent clip was loaded. It occurred repeatedely, many times. When the clip was loaded and visible between the jaws of the device, it was properly seated. The clip was not loaded into the jaws prior to the instrument's insertion/removal through the trocar, they inserted it to tracar and loaded the clip. They had to squeeze several times for the clip to come out of the jaw, but since they don¿t know when it will come out, they keep squeezing, and then the clip comes out already closed and falls outside. The trigger could be easily and completely actuated." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.